Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported that two days after her period ended she experienced unusual vaginal odor and discharge. She noticed pieces of tampon coming out of her and removed tampon pieces from her vagina. After she removed the tampon pieces, the odor and discharge resolved.